Manufacturer narrative:
Correction to the initial MDR in block b5. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced gait issues, drooping facial features, including hemiparesis and weakness. A computed tomography (CT) scan taken in the field revealed an intercranial mass close to the lead, which the physician assessed to be a possible infection, cyst, or edema. Cultures were taken were positive for an unspecified pathogen. The patient was prescribed antibiotics and underwent a procedure where the entire deep brain stimulation (dbs) system was removed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device discarded by facility.

Event description:
A report was received that the patient underwent an explant procedure of their entire system and was given antibiotics due to an infection along with gait issues and drooping facial features along with hemiparesis and weakness. The infection was located in the intercranial mass close to the lead.